Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a previously implanted tria ureteral stent was used removed from a patient during ureteral stent removal procedure performed in the ureter on (B)(6) 2019. The exact implant date was not provided. According to the complainant, the stent was implanted for 10 weeks and was explanted on (B)(6) 2019, when the planned stent removal procedure was performed due to the periodic replacement, the stent was found to have black discoloration in the bladder side and kidney. It was noticed that the stent was calcified around the bladder side and was occluded, however the stent was able to drain. Reportedly, the physician had to cut the bladder side of the stent and used forceps to remove the stent from the patient. The procedure was completed with non bsc product. There were no patient complications reported as a result of this event.